Event description:
The patient reported blood glucose results of 82 mg/dl with the lifescan meter and 350 mg/dl on a laboratory device, performed within 10 minutes of each other. The patient described feeling dizzy, having a headache, and perspiration during the time of testing. Between the tests there was not intervention that would be expected to change the blood glucose. The physician modified the patient's medication regimen; however, no treatment was administered. The customer care presentative was unable to walk the patient through quality control testing, as the control solution had expired. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The meter was replaced.